Manufacturer narrative:
The reported 4.5 footprint ultra pk suture anchor assembly, used in treatment, will not be returned for evaluation. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. However, a trend of this nature has been observed with this product in the field, prompting a design change which will decrease the length of the pulling suture.

Event description:
It was reported that after procedure it was found the footprint anchor implanted has a recall. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.